Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, the posterior gripper was unable to elevate after multiple attempts to grasp the leaflets. Troubleshooting was performed, and the issue was resolved. The clip was subsequently deployed successfully. During the deployment sequence of the second mitraclip, the posterior gripper again failed to raise after several attempts at leaflet grasping. During troubleshooting, the gripper line fractured. The clip was removed and replaced with another device to continue the procedure. However, the third and fourth mitraclip was also noted to have impaired gripper actuation, and the devices were removed from the anatomy. The mr was reduced to grade 1 at the conclusion of the procedure. Difficulty was encountered during removal of the stabilizer from the steerable guide catheter. There was no clinically significant delay.